Manufacturer narrative:
A ge rep evaluated the system and the error logs showed a control panel error occurred, but the ge could not duplicate the reported problem . The system operates as intended.

Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.